Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during rewind. The customer's blood glucose reading was unknown. The customer stated there were multiple past motor error alarms. No further details were provided and nothing was replaced, however the insulin pump will be returned.